Event description:
Customer reported that 2 patient's samples containing anti-k were negative when tested with 0.8% resolve panel a lot vra105, cell #2. No death or serious injury was associated with this incident.